Event description:
It was reported patient fell in (B)(6), hit their device area, shoulder and neck. Patient is experiencing "electrical shock feelings since and it is getting worse." There were some device adjustments on the defibrillator and symptoms are reported to be getting worse. The system remains implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.